Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and do not work. The customer's blood glucose reading was unknown at the time of incident. No further details provided.

Manufacturer narrative:
The pump was received with no esc or act button response due to a flattened button dome switch. The lcd board was inspected and no anomaly was noted. The pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.